Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other reported complaints in the associated lot. Additional information was requested and received. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was non-conforming. In a follow up, a technician clarified that the implanted lens had a fold line in the middle. The patient noticed the a disturbance in the vision, so the lens was exchanged approximately six months after it was initially implanted.